Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: all of the buttons responded properly. There was no damage found to the keypad and no contamination observed when removed. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display was dim and discolored. The audio tone was inoperable. The pump was opened and there was a cracked solder found on the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.